Manufacturer narrative:
Hamilton medical ag reference number : (B)(4). The manufacturer received the log files for analysis. According to the initial log file review, no ambient state was recorded. However, it was observed that the device entered safety ventilation. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation, the screen turned completely red and a continuous alarm was triggered. Ventilation stopped. The patient was manually ventilated by the nurse. The ventilator was switched off and then turned on; after restart, no error messages were displayed. No harm to the patient was reported.